Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an approximately one year and six months following the implant of this 31-millimeter (mm) transcatheter bioprosthetic valve, implanted in a patient with a diagnosis of pure aortic insufficiency, a valve-in-valve procedure with a 29mm transcatheter bioprosthetic valve was performed due to a severe paravalvular leak (pvl). Device and procedural success were noted. No additional adverse patient effects were reported.